Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A DHR review was completed for all the devices in the lot and all devices meet relevant specifications prior to release.

Event description:
During a cardiology procedure, after the transseptal puncture was completed with the versacross rf wire (vxw) from the versacross access solution kit, a piece of tissue debris was noted to be adhered to the vxw on intracardiac echocardiography. The debris was aspirated, and the procedure continued. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.